Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie pocket was unavailable. The customer reported that the malfunction occurred when user trying to issue medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was unavailable. A technical support specialist remoted in and had cycle count the medication to zero and found there is no cubie and there is no medication. A technical support specialist directed the customer to replace the cubie. The system functioned as intended after the customer replaced the cubie.